Manufacturer narrative:
The sureform 60 stapler instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed but not replicated the customer reported complaint. Failure analysis found the primary finding of unclamp failure to be related to the customer reported complaint. The instrument was found to have an unclamp failure based on an msc log review but was not replicated in house. The instrument was placed on an in-house system, and it showed an "instrument failure do not reuse" error message. A radio frequency identifier-ID (rfid) editor was used to overwrite the instrument. The instrument passed the functional test without any issues. The root cause of this failure is not determinable/applicable.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the sureform 60 stapler instrument fired once, and on the second insertion, there was an instrument failure do not reuse message. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the sureform 60 stapler instrument was reportedly inspected prior to use, and no issues were noted. The issue occurred with all three sureform 60 stapler instruments during the surgical procedure. An error came up after the surgical staff reinserted the sureform 60 stapler instrument. The jaws of the sureform 60 stapler instrument would not open, and they were not stuck on tissue at the time of the event. The surgeon was able to release the sureform 60 stapler instrument at the surgeon side console. The surgical staff tried another sureform 60 stapler instrument, and they had no further issues. It was confirmed there was no patient harm, injury or adverse outcome. There are no photographic images of the device(s) or a video recording of the procedure available. No patient-related information was available.